Event description:
The tip cover fell off the end of the robotic scissors and fell into the abdomen. It was seen and removed by the physician and replaced with a new one. The procedure was completed without any untoward effects. The patient was taken to the recovery room in stable condition.